Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported wire was broken (like threaded) from the back end where it attaches to the PICC catheter from where it attaches to the sherlock. Additional information received (B)(6) 2021: upon assessment of the PICC catheter, the ECG sherlock lead ¿ the junction of the internal and external wire (yellow part) was frayed/compromised. Placement date: this catheter was not placed d/t manufacturing error.